Event description:
A minimally invasive surgery on the lumbar and sacral spine for a fusion of vertebrae l5 to s1, with intended placement of 4 vertebra screws bilateral, was performed with the aid of the display by the brainlab spine&trauma navigation 2.0. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array with the 2-pin fixator and schanz pins on the left iliac crest (left psis). Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration, and accepted the accuracy to proceed. Calibrated a non-brainlab drill guide 3.2mm to the navigation for instrument position display on the patient scan. Starting with left l5, used the navigated non-brainlab drill guide to align it to the pre-planned screw trajectory, and to drill the pilot hole through it. Inserted a k-wire (1.75mm) through the drill guide into the pilot hole. Calibrated also a non-brainlab screwdriver to the navigation, and placed the screw over the k-wire. When placing the screw, the surgeon estimated it to look low on the navigation screen. Checked the instrument calibration to navigation and navigation accuracy, and continued to place the remaining 3 screws in s1 and l5 with the same navigated method. Acquired a verification intra-op CT scan, with automatic image registration to navigation, and estimated that the l5 screws deviated ca. 5mm inferior from their intended position, also the left s1 screw was placed inferior but still in an acceptable position. Decided to remove the l5 screws, planned adjusted screw trajectories, re-drilled the pilot holes and re-placed the l5 screws to their correct positions using the verification CT scan with automatic registration and with the same navigated method as before. Completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of the spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT before finalizing the surgery, and the placements were corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. -there was no direct (or increased) risk to harm a critical structure by the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 5min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of the spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT before finalizing the surgery, and the placements were corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 5min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the screws placed with the aid of navigation in the spine deviating at l5 inferior by ca. 10-12mm, and slightly inferior at left s1, is: a movement of the navigation reference array during the procedure in relation to the patient anatomy fixation at left iliac crest, due to not suitable rigid fixation (lack of bicortical connection) by the user as required, and/or inadvertent forces applied to the reference array during the surgery. An inferior shift of the schanz pins, fixating the reference array, and of the array is visible in between the pre- and post- instrumentation scans, consistent with the placement deviations observed. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. The resulting deviation between the registered pre-placement patient scan in the navigation display and the actual patient anatomy during the surgery was apparently not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.